Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the high glucose alarm did not sound and she experienced unspecified symptoms. Customer self-administered unspecified dose of insulin, but subsequently experienced dizziness. Ambulance was called and upon their arrival, customer was determined to be dehydrated and treated with insulin and potassium via IV for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader mcga246-g2689 has been returned and investigated. Visual inspection has been performed on returned reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed, and all alarms presented were for glucose values above the threshold range. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.